Event description:
Site reported that the cryogen sprays continuously once ICD can was inserted and then requested a replacement ICD solenoid. On (B)(6) 2024 it was reported that the patient experienced a burn on the leg during a treatment using clarity ii. On (B)(6) 2024 site notified cynosure clinical team that a patient has scarring. Site failed to provide any additional information regarding the incident despite clinical's multiple requests for patient/treatment details. During an onsite service evaluation, cynosure field service engineer (fse) replaced the handpiece assembly after ICD solenoid was confirmed faulty/damaged. Root cause as to why the patient sustained a burn/scarring is unknown since there is insufficient information at this time. Cynosure will continue to monitor such complaints. Burns are an expected side effect from such treatment. However, since scarring occurred post treatment, this is considered a permanent injury and therefore reportable.